Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that only 36.35 centimeter of lead segment was returned and noted that coils were stretched at the distal end. Moreover, returned segment resistances measured normal.

Event description:
Boston scientific received information that this right ventricular (rv) lead was abandoned surgically. No additional adverse patient effects were reported. Additional information was received indicating that the patient had right ventricualr failure. The patient had elective replacement. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was abandoned surgically. No additional adverse patient effects were reported.